Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown triathlon total knee. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation.

Event description:
I am caring for a patient who may have developed an allergic reaction to your triathlon total knee. Do you have a patch test kit that you could provide (alternatively small samples of the materials used in this implant) se we could perform patch testing?